Event description:
The complainant reported that a patrol pump, was being used with a male pt with a medical history of cerebral palsy and dysphagia. The pump was reported to reset with no human intervention. The pump was reported to run and after a while stop and start over again. The correct amount of feeding was not delivered, resulting in an under-delivery of feeding. The feeding was intended to be 150 ml/hour for 9 hours. The pump was reported to deliver 300 ml but indicate that 1500 ml were delivered. There was no report of serious injury or illness or medical intervention associated with the complaint.

Manufacturer narrative:
Ross stabdard procedure includes attempting to obtain all required information from the foreign source. In this case, the reporter did not provide the required information.